Manufacturer narrative:
The device was returned to our manufacturing facility for analysis following our quality control procedure. Visual examination: the valve with pre-connected anti-siphon device was returned, along with a 650mm pieced of distal catheter sutured to the outlet connector of the siphon device, a separated ventricular catheter and a 10mm piece of catheter sutured to the inlet connector of the valve. All returned pieces are clean and show no trace of deposit inside the system, which could have explained a possible obstruction of the device. Several abnormal marks are visible around the inlet connector of the valve, which indicates that the connector was unscrewed despite the recommendations of the device's IFU. Functional control: the ability of the valve to perform as intended was evaluated. Flush of air and alcohol remains possible and the inner mechanism is not stuck. The valve is still able to drain, ruling out any suspicion of obstruction. In addition, the inner mechanism can rotate, both upon return and after cleaning. The inner mechanism is therefore compliant with its specifications. A measurement of the operating pressures was taken. All operating pressures were found to be lower than their expected tolerances. This is explained by the fact that the inlet connector was deteriorated, most likely during explantation of the valve. In addition, lower pressures could not explain the issue faced by the user as it results in over drainage and the user reported an underdrainage. Pressures measurement performed on the anti-siphon device are all compliant. The valve is 100% controlled (pressure/flow characteristics, visual controls, etc.) During the manufacturing. A review of the fabrication record showed no anomalies. In conclusion, the returned device does not present any signs of occlusion. The issue faced by the user is not the result of a mechanical failure of the device. A possible explanation might be found in the use of an anti-siphon device. The user replaced the valve by a model with no anti-siphon device and reported that the issue did not reoccur. Using such device should depend on the clinical needs of the patient and yet we observe a systematic use of siphon device by this user. Further information has been requested to analyse the situation. A follow-up to this report will be addressed as soon as relevant details are received.

Event description:
A (B)(6) male patient was implanted with a ventriculo-peritoneal derivation, including a polaris valve with pre-connected anti-siphon device on (B)(6) 2018. The valve was set on its 4th operating pressure level, then adjusted to the 5th and highest the next day. The pressure was lowered three times over the next three months, to reach its lowest setting level. No improvement of the hydrocephalus symptoms was observed so the user performed a contrast radiography as he suspected an occlusion. On (B)(6) the valve was explanted and replaced by a valve with no pre-attached anti-siphon device.